Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor coil in the workstation was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was producing a high frequency noise. No patient injury was reported.